Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising impedance and high and rising thresholds. The lead was explanted and replaced. The explanting physician states that the implanting physician sutured the lead down at the point of vascular access and the sutured the suture sleeve to the muscle a few inches/centimeters from the vascular point of access. With two fixed point for the lead, it caused the lead to flex between these two suture locations, thereby, potentially causing a failure mechanism to occur. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.